Manufacturer narrative:
Batch review performed on 10 april 2017. Lot 130063: (B)(4) items manufactured and released on 10 april 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue.

Event description:
During surgery after the stem had been implanted, the femur fractured. The surgeon confirmed the patient had poor bone quality. The surgeon cabled the femur during surgery. The surgery was completed successfully. X-rays are not available.